Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) likely occurred because the electronic circuits were destroyed by water leaking into the crack in the video connector and the images were no longer displayed because the communication between the camera head and the processor was not possible. It is considered that the crack was generated by hitting or dropping the connector. A review of the instruction manual identifies the following verbiage regarding the handling of the device, which may have prevented the phenomenon: "do not hit or drop this product. Water leakage may destroy the electrical circuit inside the product".

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user report. There was no picture due to a faulty charged coupled device unit. There was also leakage on the video connector due to a crack. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported there was no picture from the hd autoclavable camera head during preparation for use. No patient involvement or impact to patient care was reported. No other information was provided.